Manufacturer narrative:
A visual evaluation found that the seal around the top of the label and along the side of the package was found to be open. Unable to determine the cause of the packaging being open.

Event description:
It was reported to boston scientific that during preparation for a procedure, it was noticed that the package was not sealed. A second sealed percuflex ureteral stent was used for the procedure.